Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. The cause of the reported issue was isolated to the system pcb. Due to part unavailability, the device is not able to be repaired. Stryker to scrap the device, and the customer trade in for a new device.